Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 86 mg/dl. Device alarmed motor position encoder error alarm and motion sensor test failure alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. No a35 alarm noted during testing. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion, the excessive no delivery and a21 test due to constant motor error alarm during bolus delivery. However, the insulin pump passed basic occlusion, prime, displacement test. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.